Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at wrist were not damaged. The crimp was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, recurrence of the broken pitch cable found during failure analysis could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, a cable on the small grasping retractor instrument broke. There was no report that any fragment(s) from the instrument fell into the patient and no patient harm, adverse outcome or injury was reported.